Manufacturer narrative:
(B)(4). Report source: foreign: japan. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00368.

Event description:
It was reported the patient underwent a revision procedure due to dislocation. A part of the removed liner was damaged. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The event was confirmed with x-rays and photographs received. Photograph provided show explanted liner which is fractured. X-ray confirms that there is subluxation/dislocation of the femoral head of a left total hip arthroplasty. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.